Manufacturer narrative:
(B)(4). This complaint was confirmed. Visual examination of the returned product found signs of repeated use and it has fractured in half. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that operation was performed with nexgen system. During the procedure, while a tibia cut guide was fixed with the spring screws, one of the screw fractured upon insertion. Attempts have been made and no further information has been provided.